Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. The low blood glucose level was 47 mg/dl. After few hours the blood glucose level was 300 mg/dl and 325 mg/dl. Customer treated for low blood glucose by eating pudding cups. Customer treated with insulin pump for high blood glucose. Troubleshooting was decline for low and high blood glucose. The product will return for the analysis.